Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The customer has not approved for work to be performed (to date). Therefore, the customer representative did not test the console (on-site). Several follow ups resulted in no additional information being provided, (at this time). As such, the root cause of the reported event remains inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based upon the information provided, the root cause of the reported event remains inconclusive manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the sculpt phase of the cataract surgery, the ophthalmic system had a fluidics issue, resulting in inadequate maintenance of the anterior chamber and a loss of suction power. During the surge event, lens material fragments remained at the top of the chamber. Despite the issue, the surgery was completed on the same day. There was no patient impact.